Event description:
Protime inr 1.5 vs reference lab inr 3.5 (B)(6) 2009. Protime inr 1.5 vs reference lab inr 3.5 (B)(6) 2009. Therapeutic range: 2.5 to 3.5. Self-tester reported continually having problems with the meter.

Manufacturer narrative:
(B)(4). MFR investigation pending device return.